Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided by the complainant, there were 20 lot numbers delivered to the complainant in this time period, and a lot history review was performed on each identified lot. Out of 20 lots, six lots each had one or multiple complaints reported against them. The production record for each lot identified on the complainant's sap delivery search was reviewed. There were one to multiple unrelated approved temporary dns on multiple lots, and one to multiple non-conformance (ncs) noted on lot 22nu03021 ("damaged ports from molding container" with resulting rework, lot 22nu05007 ("damaged ports from molding container" with resulting rework and "three cases of purple tinted dialyzers"), lot 22su02006 (rework 042-2023: for delamination reject rate percentage during production, and lot 23bu07012 ("missing bpr page"). There was no other indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking products are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas (vision systems) and (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
A biomedical technician contacted customer service support and reported that there was a blood leak during treatment. Additional information was requested, however to date has not been provided.

Event description:
A biomedical technician contacted customer service support and reported that there was a blood leak during treatment. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.